Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed to infuse flagyl during patient infusion. It was further reported that there was appropriate head height, the blue slide clamp was fully removed and moved freely, and drips were flowing. The pump alarmed infusion complete yet the pump had not infused any medication, no alarms were received prior. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.